Manufacturer narrative:
Device evaluation: analysis of the returned device identified: deformation device, creases fold, yellow particles, wear abrasion, voids in the gel and weight to the spec. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side "recall/capsular contracture", baker grade unspecified. Device has been explanted.

Event description:
Patient representative reported that patient "alleged to have suffered personal injuries and related damages due to implantation of one or more allergan biocell textured breast implant medical devices. Patient has not been diagnosed with bia-alcl."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side "recall/capsular contracture", baker grade unspecified. Device has been explanted.